Event description:
The customer reported that the system was not saving pt images. There is no report of injury or death associated wit this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The sbc upgrade kit was installed during the service call. The system was tested and found to be working as intended and put back into service.